Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6). It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Three clips were successfully implanted. To further reduce tr, an additional xt clip was inserted and grasping was achieved without difficulty. However, tissue damage was observed prior to fully closing the clip. Therefore, the physician decided to remove the device and discontinue the procedure. The tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.